Event description:
It was reported that the 9900 system had a noise from the x-ray tube, and the system was slow to boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The transformer power was adjusted during the service call. The system was tested and found to be working as intended and put back into service.